Manufacturer narrative:
(B)(4).

Event description:
It is reported that the physician attempted to use a resolute integrity stent to treat a lesion in the proximal right coronary artery (p-rca) with mild to moderate calcification, no tortuosity and 70% stenosis. It is reported that the lesion was pre-dilated with a non mdt balloon. It is reported that the device was not inspected before use. It is reported that the delivery was not smooth and that upon removal it was found that the proximal end of the stent had burrs and that the stent struts did not sit smoothly against the balloon surface. It is reported that the struts were not raised on the stent. Resistance was met at the lesion site but excessive force was not used. The procedure was completed with three resolute integrity 30mm stents. No patient injury reported.